Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the heartstring iii seal failed to load, it stayed in the loading device. The hospital did not report any pt effects. The product was discarded.

Manufacturer narrative:
The product will not be returned to maquet for investigation. Therefore, a device eval could not be performed. A lot history record review could not be completed as the product lot number is unk. (B)(4).